Event description:
It was reported that loss of capture and r-wave amplitude variation were noted on the right ventricular (rv) lead resulting in arrhythmia. Diagnostic imaging was performed and dislodgement of the rv lead was observed. The physician suspected the dislodgment was due to insufficient fixation at implant site related to implant technique. Abbott technical support was contacted and a revision procedure was performed the rv lead was repositioned to resolve the event. The patient was in stable condition.